Event description:
This event was found during the monthly review of the maude database. The hospital name was not listed on the maude report, however, the suffix of "(B)(6)" is indicative of the above mentioned (B)(6), but does have other user's as well. A female pt presented in the triage area at (B)(6) gestation in active labor. She had no known past medical or surgical history and reported an uneventful prenatal period. After careful examination, she was admitted for labor management. Anesthesia was notified and consent was obtained from the pt for combined spinal epidural. At 04:30, while the epidural was being inserted, resistance was met. The catheter was retracted, at which point the tip was observed to be missing. The pt was immediately informed by the anesthesia attending physician. A second attempt was made to insert the epidural, which was successful. At 10:06, a female infant was delivered vaginally. The baby was transferred to the nursery and remained stable for the remainder of the admission. After the delivery, an MRI was performed on the mother. It revealed the 0.3cm catheter tip was within the paraspinal muscle between l3-l4. Neurosurgery was consulted, but surgical removal of the catheter tip was not indicated. Both mother and baby were discharged home, at which time the mother failed to evidence sequelae from the occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.